Event description:
The hp (home patient)'s rn (registered nurse) contacted baxter us to initiate a swap of the hp's hc (home choice) device. While on the phone, the rn reported that the client was in the hospital and was diagnosed with peritonitis on (B)(6) 2012 and admitted to the hospital on (B)(6) 2012. The client was treated with IV (intravenous) cefepime (dosage unknown) and ip (intraperitoneal) gentamycin (dosage unknown) for 21 days and the peritonitis has resolved. The client is going to have his catheter changed due to the risk of biofilm being on the catheter and will be on hemodialysis until he is fully healed. The rn did not know any additional lab values. The nurse does not feel that the client's pd (peritoneal dialysis) therapy was in any way causally related to the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This is a duplicate of report number 1423500-2012-04926. Please refer to report 1423500-2012-04926 for any additional information related to the reported peritonitis.